Manufacturer narrative:
Plaschke et al. Revision total elbow arthroplasty with the linked coonrad-morrey total elbow arthroplasty: a retrospective study of twenty procedures." International orthopaedics (sicot)(2013). 37:853-858. No device or photos were received; therefore the condition of the device is unknown. Device history records cannot be reviewed since the lot number is unknown. This device is used for treatment. Product history search cannot be completed since the lot number is unknown. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definite root cause cannot be determined with the information provided. The following sections could not be completed with the limited information provided. A2 ¿ age or date of birth ¿ ni. A4 ¿ weight ¿ ni. B3 - date of event - ni. D4 - expiration date - ni. D6 - date implanted - ni. D7 - date explanted - ni. E1 - initial reporter - the article was written by hans christian plaschke, theis thillemann, anne kathrine belling-sorensen and bo olsen. H4 - manufacturing date ¿ ni.

Event description:
It is reported in a journal article that one patient required a soft tissue resection and antibiotics approximately two months following elbow arthroplasty and additionally underwent a two-stage elbow arthroplasty revision to remove the components approximately fourteen months following the initial procedure due to deep infection, despite negative culture results. The infection did not resolve and required further two-stage revision. No further information is available.